Manufacturer narrative:
(B)(4).

Event description:
The surgeon reports performing cataract surgery with implantation of the ao60g intraocular lens in the left eye. Approximately 10 weeks postoperatively, the pt complained of loss of visual acuity. On examination, the surgeon noted that one haptic had prolapsed out of the capsular bag superonasally. The surgeon also noted bowing of the optic and inferotemporal capsular fibrosis. According to the surgeon, the pt's ucva dropped form 20/20 to 20/100. Additional information has been requested.